Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient faced the infusion set needle issue on (B)(6) 2025. The patient stated that the needle was deployed before applied to body upon insertion. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.